Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer sates they accidently calibrated with the wrong blood glucose levels. The customer's blood glucose level at the time of incident was 401mg/dl. The customer's most current level was 455mg/dl. The customer states they have been blousing to treat the high. Troubleshoot was conducted. The device alarmed for no delivery during high pressure test. The customer's blood glucose level at the end of troubleshoot was 508mg/dl. The customer declined for paramedics to be called. The customer states they felt find and informed their roommate of their high levels. No further assistance provided at this time.